Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 6-12f mynx control venous vascular closure device (vcd) pulled through. Hemostasis was achieved using manual compression. There were no reports of patient injury. There were no deviations from the standard handling and preparation procedures for the device, and it was inspected for any visible defects prior to use. The mynx was used in an interventional procedure. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU), and the balloon did not lose pressure. The device was not available to be returned for evaluation. The reported event of ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the venotomy, resulting in removal of the device and access. Based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6-12f mynx control venous vascular closure device (vcd) pulled through. Hemostasis was achieved using manual compression. There were no reports of patient injury. There were no deviations from the standard handling and preparation procedures for the device, and it was inspected for any visible defects prior to use. The mynx was used in an interventional procedure. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU), and the balloon did not lose pressure. The device will not be returned for evaluation.